Event description:
It was reported by the clinician that the catheter was being placed in the pt's right internal jugular. During the insertion, the sheath did not peel away properly and was difficult to remove, resulting in higher than expected blood loss. As a result, the procedure was started over using a new kit and was successful. The pt was transported to the post anesthesia care unit in stable condition. There were no pt complications reported.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.